Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove (clip becoming caught on the clip introducer) cannot be determined. The reported material deformation (clip introducer tip was torqued and squeezed) appears to be related to user technique/procedural circumstances as the clip introducer was torqued and squeezed couple times. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip was stuck in clip introducer. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully. To further reduce the mr, a second clip was inserted into the steerable guide catheter (sgc), and during insertion, it was believed the blue line alignment was not correct. Therefore, the cds was pulled back and the clip got stuck in the tip of the clip introducer. The cds was retrieved with the clip caught on the clip introducer. The devices were removed and replaced. The same sgc and a new cds were used, a total of two clips were implanted, reducing mr to less than 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.